Manufacturer narrative:
H3: the pump was returned and passed all testing in the laboratory and no anomalies were identified. The 8780 catheter was returned and analysis identified a kink in the catheter body. The 8784 catheter was returned and analysis identified an area of compression on the catheter body. Visual inspection of the 8784 identified there was also damage to the transition tubing. Continuation of d10: product ID 8780 serial# (B)(6)implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type catheter. Product ID 8784 serial# (B)(6) implanted: (B)(6) 2021 explanted: (B)(6) 2023 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 29-jul-2021, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2023-mar-07, information was received from a patient and healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient receiving gablofen (500.0 mcg/ml, 150.20 mcg/day) via an implantable pump. It was reported there have been interment signs of withdrawal beginning on an unknown date. The patient reported that the physician did a catheter access port (cap) procedure, but was unable to aspirate (unknown date). Today, in the operating room (or), it appeared that the catheter was patent. However, the hcp elected to replace everything. The rep took a picture of how the catheter appeared distal to the anchor which caused spontaneous cerebrospinal fluid (csf) flow to stop and start with pressure when it was applied to the kink. The issue was resolved at the time of this report.